Event description:
The technician alleged that the battery discharges quickly after the bed is unplugged and the battery charged light remains lit when the bed is unplugged. No patient impact.

Manufacturer narrative:
The technician stated the battery charged light goes out when battery is discharged. The technician replaced the battery to resolve the issue.